Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. . Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log confirmed the reported event of loss of connection. The customer's complaint was confirmed because a "loss of connection" gap was present in the log.a root cause could not be determined.